Manufacturer narrative:
H10. H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device shows the needle is bent on two planes. The actuator is protruding out of the needle tip. No t1 is free from the needle but remains attached to the suture. T2 is in its customary pre-deployment position on the needle. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. The reported failure is the direct result of bending the device during use. Per the device instructions for use under warning: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the procedure the t2 anchor came out when the needle was withdrawn. No significant delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.